Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D10: concomitant medical product: (B)(6), osseotite certain implant 5 x 8.5mm, lot: 2120021736. H6: event problem codes: patient code: 1690. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported an infection at tooth sites 26-27. After 3 weeks of implantation, it was reported infection. It was treated with antibiotics on (B)(6) 2025 and, a week later on (B)(6) 2025, it was decided to remove the implants. Abscess, inflammation and pain were reported as a result of the event. This report refers to (B)(6) infection.